Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in pacemaker inhibition in a patient in complete heart block.